Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had currents within specification. No unexpected failed battery test or weak battery alarms were noted. The insulin pump had minor scratches on the display window, cracked display window corners, a broken belt clip slot, and a cracked reservoir tube lip. No moisture damage was noted on the electronic assembly. The insulin pump had intermittent button response due to moisture damage on the keypad traces.

Event description:
Customer reported that the insulin pump had recently fallen into water. Customer stated that fluid was visible under the display screen. Blood glucose level was 82 mg/dl at the time of the call. No further information was provided. Customer also reported receiving a weak battery alert, then after changing the battery, received a failed battery test on the insulin pump.